Event description:
It was reported that connection issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. The patient reported sporadic signal loss messages with multiple g7 sensors. The signal loss would last 20 minutes up to 4 hours. On (B)(6) 2023, the patient reported a signal loss that occurred 2 weeks ago, and he was unaware of his glucose values. He reported he was ¿struggling, sounded drunk¿ and could not keep himself up. He drove himself to the hospital, upon arrival a blood glucose (bg) was performed which was elevated (the bg value was not provided). While in the emergency department, the sensor reconnected, and he noted the continuous glucose monitor (cgm) value was inaccurate (the cgm/bg values were not provided). Per the follow up phone call to technical support on (B)(6) 2023, the patient reported while in the emergency department he was treated with insulin and released a couple of hours later. At the time of the report, the patient is okay. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term.